Manufacturer narrative:
The 510k: this report is for 4 unknown 2.7 mm cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown; reported as approximately a year before the explant procedure on (B)(6) 2016 complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent removal of hardware on (B)(6) 2016, due to post-operative pain, swelling and tenderness. X-rays taken post-operatively on unknown date confirmed that an unknown number of screws backed out. The surgeon decided to perform revision surgery to avoid any infection. One unknown 3 hole t-plate (3 ¿ hole head and 3 ¿ hole shaft, 2.7 mm mini fragment plate) and four unknown 2.7 mm cortex screws were removed successfully without any delay and post-operatively the patient was reported as stable. Patient underwent the initial open reduction internal fixation (orif) procedure for distal ulna (unknown side) on unknown date (approximately one year ago). Concomitant devices reported: three-hole 2.7 mm mini fragment t-plate (part unknown, lot unknown, quantity 1). This report is for 4 unknown 2.7 mm cortex screws. This is report 1 of 1 for (B)(4).